Event description:
It was reported that the pump time was incorrect, due to user error. It was also reported that the customer experienced a blood glucose (bg) level of "high" although a specific value was not provided, due to needing settings adjustments. The customer administered a correction bolus via the pump to address their elevated bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.